Manufacturer narrative:
(B)(4).

Event description:
Information received from a consumer patient with an implanted pump. Indication for use was noted as non-malignant pain and chronic low back pain. It was reported that the pump was not working and it did not turn on. There were no cause, troubleshooting or interventions reported. In addition, the patient outcome, patient medication list, medical/surgical history and drug in the pump were unknown. Additional information has been requested, but was not available as of the date of this report.